Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element plus stent was advanced however, the device was unable to cross the target lesion. The physician then removed the device from the patient's body and upon inspection, it was noted that the distal edge of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).